Event description:
We experienced several instances (six vials) of vial coring with cefazolin vials and bd 18g blunt tip needles. Reference reports: mw5165712, mw5165713, mw5165714, mw5165715, mw5165716.